Event description:
It was reported that the downstream occlusion (dso) sensor seal was bubbled and separated. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed, which found a damaged downstream occlusion (dso) seal. It was also found that the motor odometer reading was out of specification. The customer's problem was replicated. The dso seal and motor were replaced to fix the issue.